Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post-implant, the right atrial lead was noted to be dislodged, with high thresholds noted on the his bundle lead. The right atrial lead was repositioned, the his bundle lead was reprogrammed, and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The his bundle lead was later capped and replaced.